Event description:
This complaint is now reportable based on the investigation approved on 06/18/2008. It was reported that during a biliary stenting treatment procedure, the stent failed to deploy. A rx was permalume 10x60mm biliary stent had been selected to treat an unspecified stricture in the common bile duct. While attempting to deploy the device, resistance was encountered and the physician was able to only deploy the device "a few centimeters". The physician was unable to fully deploy or fully close the stent. The device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported. The returned product revealed that sheath retraction failed.

Manufacturer narrative:
Device analysis: a visual examination of the returned device found that the stent was partially deployed by 35mm and the inner was kinked and partially exiting through the guidewire access port. During analysis when an attempt was made to retract the outer sheath, the inner exited further the guidewire access port and the outer sheath could not be deployed. The shaft was dissected proximal to the guidewire access port and the inner and stent was withdrawn. It was noted that the inner had a series of kinks for a distance of 65mm ending at 70mm proximal to the skived area. No issues were noted with the profile of the stent or the remainder of the device. A review of the manufacturing documentation for this particular batch found that the device met its material, assembly and product specifications, at the time of release to distribution. Taking into consideration the thorough evaluation and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.